Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported a remote alert was triggered due to atrial amplitudes showing out-of-range measurements. Additionally, atrial undersensing was noted on the stored right atrial auto threshold electrogram. Over the past 12 months, lead measurements have been unstable, with impedances varying by 30% and an increase in threshold measurements. Further review was recommended. The lead remains implanted and in service, with no adverse patient effects reported.